Event description:
Pt was disconnected from ventilator and connected to a baxter ambu bag with associated peep valve. Pt was given several breaths then therapist could not squeeze bag further pt's heart rate decreased, rhythm disturbances noted, saturation went down to low 80's and pt turned purple. Reconnected to ventilator immediately. Pt stabilized. Ambu bag and peep valve changed to another product. No problems noted.